Event description:
It was reported that the right ventricular (rv) lead was sensing r-waves and did not capture. There was an apparent rv perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013. (B)(4).